Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no motor movement or negligible movement. The customer's blood glucose level was unknown. The customer stated that they were able to clear the alarm and not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device alarmed dose too big error during the rewind. Per visual inspection found traces of corrosion on the home motor switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests due to dose too big error . Motor was tested outside of the device, and it failed.